Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective shunt valve on the patient side. The technician replaced the defective valve and tested the unit for functionality. All tests were performed successfully.

Event description:
It was reported that the hcu40 displayed the error message "water flow low." The incident occurred on start up of the device so there were no patient involved. (B)(4).